Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU is currently available. Section 6 of this document cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline or cables could cause the pump to stop. Section 6 (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also explains all alarms, including the driveline power fault alarm, and the actions associated to resolve the alarms. Finally, section 8 explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The heartmate 3 lvas patient handbook also contains information regarding how to clean and care for the driveline, including a section entitled "what not to do: driveline and cables." Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The report of a partial cut in the patient's driveline above the modular cable connection was confirmed through the evaluation of the submitted images and the onsite evaluation by an abbott representative. It was reported that the patient accidentally cut the pump cable while trying to remove a dressing. The damage to the driveline would have caused the driveline power fault alarms confirmed through review of the submitted log files. The submitted controller event log file captured driveline power fault alarms starting on (B)(6) 2021 until the end of the file. No interruption in pump function was observed during the alarms. The pump operated as intended at the set speed. An abbott technical services representative was onsite on 04mar2021 to assess the damage and noted that all the layers of the driveline were breached with the blue and red wires being visible. After opening up the driveline, it was noted that there was a small slice in the insulation of the blue wire and a small nick in the insulation of the red wire. Both areas of damage were wrapped in non-conductive kapton tape and rescue tape was applied to the area as a final step. No further alarms were noted after the controller had been exchanged and no alarms were noted during the repair. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. No further information was provided. The manufacturer will be closing the file on this event.

Manufacturer narrative:
Patient weight was requested but has not yet been provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: 2916596-2021-01165. It was reported that there was a cut in the patient's driveline above the modular cable connection caused by an accident as the patient was removing a dressing from the driveline. The patient heard an alarm with the message displaying "call hospital driveline power fault." The patient's spouse wrapped electrical tape around the cut and the alarm stopped. The log file captured multiple driveline power faults, power_b_broken on (B)(6) 2021. The pump was functioning and running during these events. The patient's system controller was exchanged. Technical services representative inspected the driveline damage and noted that all layers were breached and the blue and red wires were visible. After opening up the driveline, it was noted that the insulation of the blue and red wire had been cut with the blue wire having a small slice in the insulation and the red wire having a small nick in the insulation. No extraneous strands were noted and it only looked like a small breach. Both areas of damage were wrapped in non conductive tape (kapton) and further kapton tape was used to wrap the exposed driveline wires to make it more uniform in shape. Rescue tape was applied to the area as a final step. No further alarms were noted after the controller had been exchanged and no alarms were noted during the repair.